Event description:
It was reported by the customer that they were having a problem with liquid not going through. Customer reported having a hard time flushing the IV once it's inserted and fluids are flowing very slowly. No other information was received regarding any serious injury as a result of this product issue.